Manufacturer narrative:
Analysis found that visually, the outer hub was detached from the assembly which would have resulted in the reported event. Under magnification, there was minimal adhesive that was found between the outer hub and the irrigation collar. Functionally, the blade fit securely into a handpiece, oscillated at 5000 rpm, and cut saw bone with no issues. The information most likely indicates insufficient adhesive resulted in the blade assemblies coming loose. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for endoscopic sinus surgery (ess), there was strange feeling in rotation on the blade. There was a delay in the procedure. The procedure was completed with backup device. On follow-up, it was reported that the instability of the blade was due to damage (came off) of the white resin part at the tip. For troubleshooting, a replacement product was used. It was noted that the event occurred during used on a patient. Additional information received reported that part of the blade shook when rotating. There was no patient impact.